Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius combiset bloodline¿s pressure transducer caused the machine to display a trans-membrane pressure (tmp) alarm, clotting and blood to back up into the venous transducer during a patient¿s hemodialysis (hd) treatment. There was no blood loss, patient serious injury or medical intervention reported. The complaint device is not available to be returned to the manufacturer for evaluation.